Event description:
We received a report that during implantation of an intraocular lens (iol), the patient's lens capsule tore. The report indicated that there was no harm to the patient. No further information was provided or available.

Manufacturer narrative:
All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
A number of attempts were made to obtain additional details on the patient and the reported insertion of the intraocular lens (iol). It is unknown if the lens was placed in the patient's eye, or whether the lens was inserted before or after the reported capsule tear. It is unknown if the lens was removed within the same procedure or if the lens insertion procedure was completed. It is unknown if the lens remains implanted or if it was removed. No further information was provided. (B)(6). All pertinent information available to abbott medical optics has been submitted. Placeholder.